Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that a single-lumen PICC line in an outpatient today that ruptured at the 8 cm mark during a CT scan with contrast. It infiltrated 2 scans worth of contrast into the patient's arm. The line was placed by the PICC team. The patient arrived in the CT department for a CT scan with and without contrast. The patient presented with a power PICC that had been in place for about two months. I flushed the PICC without difficulty, connected the contrast injector, and administered the contrast bolus. After completing the diagnostic scan, I observed that no contrast was visible in the patient¿s vessels or heart on imaging. A bedside assessment showed the PICC appeared externally intact, with no visible contrast leakage on the table or floor. I obtained an ap chest scout image, which clearly demonstrated that the contrast bolus had extravasated into the patient¿s arm, confirming PICC failure. I notified nursing and radiology. Ice and elevation were applied, and the patient was instructed on signs and symptoms of contrast extravasation. Dr. Assessed the patient and recommended removing the PICC to ensure the entire catheter was intact. Rn contacted the provider and obtained a verbal order to discontinue the PICC. Rn removed the line and confirmed that the full length of the PICC was retrieved from the patient¿s vasculature. I then placed a 20-gauge peripheral IV in the patient¿s left wrist, and both the CT and MRI exams were completed without additional issues. The patient was discharged home.